Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the stent and delivery system was encountered. The physician wanted to direct stent a lesion in the left anterior descending artery (lad). When the physician was unable to reach the lesion with a taxus express2 8.8% 3.50 x 28 mm stent, he attempted to remove the stent and delivery device. However, the physician was unable to remove the stent and delivery system, as it became stuck within the medtronic guide catheter. The physician then removed the guide catheter, guidewire, taxus stent and delivery device as a unit from the pt without incident. The lesion was then pre-dilated and the procedure was successfully completed using another taxus stent. No pt injuries or complications were reported.